Event description:
I began use of a philips respironics CPAP which has been recalled and not replaced. I am a renal cell carcinoma survivor with secondary lung nodules. I cannot get philips to send me a new machine, an cannot risk lung cancer as a result of their negligence. FDA safety report ID# (B)(4).